Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 864 mg/dl. The customer stated that she also had a heart attack. The customer stated that the medtronic representative tested the insulin pump, and felt no need to conduct further troubleshooting. The customer felt that the insulin pump was functioning properly. Nothing further was reported.